Manufacturer narrative:
This electrode is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that a patient with this electrode received an inappropriate shock due to t-wave oversensing and a change in their morphology. A sub-optimal signal message was also noted during screening. As the patient had developed left bundle branch block, surgical intervention was performed and the electrode was explanted. A new transvenous system was implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite attempts, this system was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.